Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Corrected information can be found in the following fields: d4 (batch sequence was updated). The procedure being performed on the date of the event was a myomectomy, and the patient was a female.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the tenaculum forceps instrument had broken cable. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tenaculum forceps instrument was inspected prior to use. The instrument cable was found protruding from the distal end of the instrument. There were no issues with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.